Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, resistance was encountered when pressing the injector. Despite the resistance, the surgeon managed to implant the lens. However, upon closer examination under a microscope, the surgeon observed a crack in the installed lens. Subsequently, the damaged lens was removed, and a replacement in good condition was inserted. Additional information has been received and sated that an ophthalmologist was consulted to find out the patient's status. The patient was in good condition with favorable evolution.